Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturer representative (rep). It was reported that the pump was explanted. Pump went to pathology and would not be returned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) regarding a patient who had an intrathecal drug delivery pump without any drug. It was reported that an alarm was heard/confirmed by telemetry. Pump started alarming 1.5 days before (B)(6)2017 more frequently. The rep stated a critical alarm was occurred. Low battery reset occurred. Safe state occurred. Pump logs were checked. No symptoms were reported. Event logs could not determine when the issue first started. Rep requested a pump-off pass code and wanted to know how to silence alarms in device. Infusion system was going to be removed. No further complications were reported. Additional information was received from the healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of low battery reset was not known. The device was scheduled to be explanted on (B)(6)2017 and would not be replaced. Patient's weight at the time of the event was unavailable. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the return paperwork confirmed the pump was explanted on (B)(6) 2017 and returned for analysis. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis found that there was high resistance in the pump battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving hydromorphone, 5 mg/ml concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that an alarm was heard/confirmed by telemetry. Pump started alarming 1.5 days before this report date more frequently. The rep stated a critical alarm was occurred. Low battery reset occurred. Safe state occurred. Pump logs were checked. No symptoms were reported. Event logs could not determine when the issue first started. Rep requested a pump-off passcode and wanted to know how to silence alarms in device. Infusion system was going to be removed. No further complications were reported. Additional information was received from the manufacturer representative (rep). It was reported that the cause of low battery reset was not known. The device was scheduled to be explanted on (B)(6) 2017 and would not be replaced. Patient's weight at the time of the event was unavailable. No further complications were reported. Refer to pe:702044452 for information related to empty pump.